Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's dbs had normal impedances and their system was providing them with tremor control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient reported oor message on their programmer but no reports of loss of therapy. They were seeing them at the physician¿s office on (B)(6) 2019 to troubleshoot their left ins. There were no known causes, there were no actions/interventions taken to resolve the issue, and the issue hadn¿t resolved. There were no further complications reported. Additional information was received from the rep reiterating that they saw the patient at the neurologist office and while interrogating with patient programmer they saw the oor message. Patient's current settings are 3.9v, 90us, 130 hz 2-, 3+. Patient was able to charge fine and is fully charged. Ran impedance at 1.5v everything was in the range of 850-1100 ohms for monopolar. They programmed the 2nd group at 3.5v, 90us, 130, -2 3+ and did not get oor. Then went back to original group and interrogate with patient programmer multiple times at 3.9v and no oor. Caller then deleted temporary 2nd group and left patient on original group at 3.9. Patient turns of therapy for radiation treatment and is familiar with when his therapy is working correctly. Caller states the patient reported his therapy was working fine even when he saw oor. Patient reports no change in overall therapy and knows how to clear oor. It was reviewed that because the impedances are in range there could be multiple reasons why patient saw oor. However, because it was resolved and patient is no longer experiencing this, there is no cause for concern. Patient should continue to monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was still seeing the oor on their programmer intermittently and they would clear the message. They didn't notice any changes to their therapy from the oor.